Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
The following was reported: "it was reported that image/video is not stable when using the back video connection port image turns off and back on when cmac blade is plugged in. On side video connection port is stable." No negative impact in state of health reported.